Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured and could not show the image, prompting its withdrawal from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device which appeared to be in good condition. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed no electrical issues with the device. During image characterization testing, a good square image appeared in the ilab system. Reported issues of catheter damaged/defective and image lost could not be confirmed.

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured and could not show the image, prompting its withdrawal from the patient. The procedure was completed with another of the same device. No patient complications were reported.